Event description:
It was reported that the patient had an increase in seizures. As of (B)(6) 2016, the patient had 0.9 years remaining until expected neos=yes. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. The explanted product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient attributed his increased seizures to a low battery. No additional relevant information has been received to date. No known surgical intervention has occurred to date.